Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth. This adverse event is being reported after 30 calendar days. During the evaluation of the complaint, it was found that the issue details was not timely created after becoming aware.

Event description:
The customer reported nerve damage on tooth #8 while wearing the aligners. Medical intervention is required, and a root canal will be performed. Aligner treatment was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).